Event description:
It was reported that hub connected to a corlite system alerted that it was overheating and would shut down due to heat. The account then had 45 seconds before the hub powered down. This hub is not in an enclosed space and to be honest its probably given some of the best clearance from other objects in an or space that he have seen. Hub was off when he visited and was not hot to touch. Image loss due to corlite setup no longer being able to route through hub during case. Backup signal utilized and that worked fine. Unsure of duration of loss of image. Likely until they was able to remind them of their backup signal on monitor 1 in the room. Procedure was completed using backup signal directly to monitor 1 from endocamera control unit. Therefore, there was a thermal event and loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.